Manufacturer narrative:
Initial reporter phone: (B)(6). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection and allergic reaction.¿

Event description:
It was reported that the patient underwent total knee arthroplasty on july 22, 2014. Subsequently, the patient was revised on (B)(6) 2014 due to infection. The tibial bearing was replaced and an irrigation and debridement was performed.